Event description:
It was reported that during implant, a combination atrial ventricular lead was attempted, however the lead was unable to appropriately sense the p waves. The lead was not used and to different leads were placed in the atrium and ventricle during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).